Event description:
It was reported that when removing the guidewire, it became stuck on the stent causing it to unravel and separate leaving a portion of the tip unretrievable inside the patient. The target lesion was located in a non-tortuous and non-calcified bile duct. A st/035/145 (bx/5) amplatz super stiff guidewire was advanced for treatment of biliary stricture angioplasty and stenting, and also removal of previously placed 6fg pigtail drain. During the final part of stenting a biliary obstruction when removing the wire, it got caught on the far end of the stent and unraveled (detached tip was seen on imaging in the duodenum). No attempt was made to retrieve fragment because it was in the duodenum and if free may be expected to pass without complication. If the fragment was still attached to the stent, any attempts to remove may dislodge stent (in non-tortuous location). It was noted that only 3 cm length of wire was visible on x-ray exposure was difficult to see on fluoroscopy. The procedure had already been completed before this occurred, thus procedure was completed successfully. There were no additional interventions as a result, and the patient has fully recovered.